Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent total laparoscopic hysterectomy on (B)(6) 2015 and suture was used. During knotted suture of fascia and subcutaneous tissue of the umbilical region, the needle broke and the needle tip got lost. The needle tip could not be found visually and x-ray was taken. The needle tip was found around the abdominal subcutaneous tissue. It was retrieved by skin detachment and the incision was closed. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Lot jj7148, manufacture date: (B)(6) 2015. Lot jj7148, expiration date: (B)(6) 2020.

Manufacturer narrative:
Date sent to the FDA: 1/07/2016, the actual device was returned for evaluation. Visual examination revealed that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.